Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a hip revision procedure approximately nine years post-implantation due to infection. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records indicate patient underwent an irrigation and debridement due to left pelvic abscess 9 years post-implantation. Another operative report dated 4 days later revealed all components were explanted and replaced with cement spacer molds due to infection and pseudotumor. During the procedure, a trochanteric osteotomy and debridement were performed. Patient was reimplanted approximately 2 months later.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therin are unverified. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Legal counsel for patient reported that patient underwent a hip revision procedure approximately nine years post-implantation due to infection. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therin are unverified.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.